Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from bed to wheelchair with maxi twin lift and sling, leg clip sling detached from spreader bar of lift. As a consequence of the event the patient fell on the floor and sustained the head laceration. It was indicated that medical intervention was required to close the wound.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh (B)(4). (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). An investigation was carried out into this complaint. Based on the information received it was indicated that during the patient's transfer from bed to wheelchair with maxi twin lift and sling, leg clip of the sling detached from the lug of the lift spreader bar and the resident fell on the floor. Resident (male, (B)(6) years old, weight (B)(6) kg) sustained a head laceration required medical intervention as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The maxi twin lift as well as sling was inspected, no malfunctions were found that could have caused or contributed to the event. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: following all details reported the patient was lifted from the bed, therefore from the horizontal position. From simulations, we know that a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering to a wheelchair, the weight shifts towards the missing clip strap and the person falls out. Following the above scenario, it would appear possible that one of the clips was not in place at the start of the lifting procedure (it could have become wiggled off before being lifted from bed) and when the weight would shift as the patient was put into a more upright, vertical position the person would slide out. There are additional scenarios that also represent using our device against product labeling and IFU: when a transfer occurs from a bed, this means at some point there must be a repositioning from horizontal to seated position. This then means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The maxi twin lift IFU includes information about safe and correct use of the product: "warning: to avoid resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation." Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. We come to the one conclusion, namely that there was a use error that caused the event. No technical malfunctions were reported regarding the lift (maxi twin) and the sling which work as a system. Nevertheless, the clip was reported to detach (in our evaluation was caused by the user not following the IFU) and from that perspective, the system did not meet its performance specification. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.